Manufacturer narrative:
Batch review performed on 13-aug-2024: lot 2347168: (B)(4) items manufactured and released on 09-jan-2024. Expiration date: 2028-dec-10. No anomalies found related to the problem. To date, items of the same lot have been sold with no similar reported event during the period of review. Additional device involved batch review performed on 30 august 2024: liner: impact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2341708: (B)(4) items manufactured and released on 14-nov-2023. Expiration date: 2028-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 month after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.